Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the (arctic gel pad) product ifus were found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the arctic sun device was getting an alert 113 (reduced water temperature control). The flow rate was 0.3lpm, patient temperature was 91.6f (33.1c) and the water temperature was 82.9f (28.3c) with three bar water level. The rewarm from reading was 95.9f (35.5c) to 98.6f (37c) with rate 0.45f/hour. The user had disconnected and reconnected pads using proper technique but there was no improvement in flow. Ran diagnostics, flow was in 2 lpm range, inlet pressure was -11psi and the circulation pump command in 50% range. Mss advised to change pads. They called back an hour later and with a new set of pads flow rate was good and patient was warming. There were no more alarms. Per follow up via nurse on 23feb2021, pads had been disposed of so unsure of size. Patient had completed therapy with no further issues. Confirmed a pad issue, not a device issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting an alert 113 (reduced water temperature control). The flow rate was 0.3lpm, patient temperature was 91.6f (33.1c) and the water temperature was 82.9f (28.3c) with three bar water level. The rewarm from reading was 95.9f (35.5c) to 98.6f (37c) with rate 0.45f/hour. The user had disconnected and reconnected pads using proper technique but there was no improvement in flow. Ran diagnostics, flow was in 2 lpm range, inlet pressure was -11psi and the circulation pump command in 50% range. Ms&s advised to change pads. They called back an hour later and with a new set of pads flow rate was good and patient was warming. There were no more alarms.